Manufacturer narrative:
One device was received for evaluation. The device event history log was reviewed. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the missing screws securing the plunger tube to the carriage assembly in the pump. When the pump was disassembled there were no signs of the missing screws. Ran wifi activation script in terminal and check all connections on nic card verifying wifi operability. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor rate error. There was no patient harm/adverse event reported.